Event description:
New information received noted the patient's right ventricular lead was explanted and replaced on (B)(6) 2018. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead triggered an alert for high pace/sense impedance and high voltage lead impedance. Upon further review, high capture threshold was also noted. No intervention was reported. The patient was stable throughout.